Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer had a motion issue with universal surgical manipulator 4 (usm4). It was stated that when the instrument was swapped out on the usm4 and guided tool change was performed, the usm went in at a different angle and collided with things. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue during testing. The fse reviewed the system logs and suspected that the issue was caused by user error. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.